Event description:
During a cardiopulmonary bypass procedure, the user reported that the place where the blade fits in the bottom piece is broken and falls out. This happened during case. There were no adverse consequences to the pt reported as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.